Manufacturer narrative:
The manufacturer became aware of a report from a user facility describing a pool of fluid discovered beneath a fluid warmer cover during a surgical procedure. The user reported that a hole was observed in the warmer drape and that a piece of burnt plastic was present on the warmer unit. The irrigation fluid used during the procedure was considered contaminated by the user facility. Both the warmer drape and warmer unit were sequestered. The surgeon ordered culture and sensitivity testing on the fluid. No patient injury or adverse clinical outcome has been confirmed. At the time of this report, the manufacturer has not completed an investigation. The manufacturer will evaluate any new information as it becomes available.

Event description:
It was reported that during a surgical procedure, the user facility reported that a pool of fluid was discovered underneath the fluid warmer cover. Upon inspection, the user facility identified a hole in the warmer drape and reported that a piece of burnt plastic was present on the warmer unit. The irrigation fluid used during the procedure was considered contaminated by the user facility. Both the drape and warmer unit were sequestered. The surgeon was notified and ordered culture and sensitivity testing on the fluid. The warmer temperature was reported to have been maintained at 104°f throughout the procedure. No patient injury or adverse clinical outcome has been confirmed at this time.